Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery; unable to perform occlusion test due to motor error alarms. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during testing. The insulin pump passed rewind, basic occlusion, prime and displacement tests. The insulin pump had cracked reservoir tube lip noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer treated their blood glucose with a bolus form a back-up insulin pump. It is unknown what caused the blood glucose levels to rise. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.